Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) eroded and was exposed. The patient also had an artificial urinary sphincter (aus) device. The patient had a pending infection with pain and discomfort in the scrotum. The aus and the ipp were removed. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem has been updated.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) eroded and was exposed. The patient also had an artificial urinary sphincter (aus) device. The patient had a pending infection with pain and discomfort in the scrotum. The aus and the ipp were removed. Time later, a surgical procedure was performed where a new aus was implanted. There were no additional patient complications reported.